Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the reporter stated they received an email yesterday stating there was a volume discrepancy at refill erv (expected residual volume) 4.1ml and the arv (actual residual volume) was 17.5ml. A cap (catheter access port) dye study will be done in the future. No patient symptoms and no further complications were reported regarding the event.

Manufacturer narrative:
Product ID 8711, lot# j11354r23, implanted: (B)(6) 2003. Product type catheter. Added adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider via a company representative on 01-aug-2020 who reported increased residual pump volume. During a normal refill 5.6mls of residual volume was expected and 35ml¿s of residual volume was the actual. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the logs were checked and no alarms were reported as occurring. A catheter dye study was being scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. It was noted that surgical intervention did not occur but was planned but not scheduled. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
Product ID: 8711, lot# j11354r23, implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that in (B)(6) 2020 at a refill the hcp pulled too much medication out of the pump. In (B)(6) 2020, the patient was in their car and the next thing they knew they were in the hospital. On (B)(6) 2020, the patient was watching tv and shut off the tv and then their daughter found them 7 hours later unconscious. It was noted in both event they "twisted weird" and their pain was off the charts right before they passed out.

Manufacturer narrative:
Product ID 8711, lot# j11354r23, implanted: (B)(6) 2003. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that sometime in (B)(6) of 2019 they were having increase in pain and went to the hcp who switched the patient from oral oxycodone to oral morphine for break through pain. It was noted then in (B)(6) 2020 the patient went for a refill and they told the patient they had too much medication in the pump at the time of the fill and requested an increased in oral morphine. The patient was told the pump had malfunction and set up a meeting with the rep on (B)(6) 2020 to have the pump checked. The patient when to the hcp on (B)(6) 2020 and were told they didn't have an appointment set up. The patient noted they were told there was never anything wrong with the pump and that they were making up all the information. Yesterday, the patient had to go to the ER and be "marcained" because they were being overdosed. It was unknown if the overdose was due to oral medication or pump medication. The patient was to meet with their hcp tomorrow to discuss the medication use. The patient was upset as they are afraid the hcp with either turn the pump off or remove it.

Event description:
The catheter was returned for analysis along with a second unknown catheter.

Manufacturer narrative:
Section d refers to the main device. The other relevant components include: product ID: 8711, lot#: j11354r23, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: catheter & product ID: neu_unknown_cath, lot/serial# unknown ,implanted: unknown ,explanted: (B)(6) 2020, product type: catheter, ubd: unknown, UDI# asku. H3: analysis results were not available at the time of this report. A follow-up report will be sent once analysis is completed. H6: the evaluation codes have been updated and apply to both catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the 8711 catheter revealed no significant anomaly; catheter body dried drug , blood or foreign material occlusion. Analysis of the unknown catheter revealed no significant anomaly; miscellaneous acceptable testing; catheter incomplete; returned in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711 lot# j11354r23, implanted: (B)(6) 2003, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 2020-aug-07. It was reported that a dye study was performed on (B)(6) 2020 and the catheter was unable to be aspirated. A catheter revision/replacement was scheduled for (B)(6) 2020. The cause of the inability to aspirate was unknown. The patient's weight and medical history was unknown. No further c omplications were reported.